Event description:
It was reported the patient had triple bypass in 1995. It was reported the patient developed an infection and injury as a result of contaminated sutures. There are no other details available.